Manufacturer narrative:
Mfg site name (B)(4). Investigation results: a visual examination revealed that there is no exposed glass fiber tip remaining. Examination under magnification revealed that the pattern on the tip face is consistent with a fracture indicating that the tip or portion of the tip broke off. The fiber was returned broken into two pieces. Piece one measured approximately 229 cm from the top of the connector to the break. Piece two measured approximately 86.5 cm from the break to the distal end. There is a burn mark at the break indicating that the fiber broke while laser energy was being applied. Visual examination also revealed no damage to the fiber face within sma connector. The condition of the returned device confirms the event. The complaint is associated with a product which met specifications but most likely encountered anatomical or procedural factors which limited its performance, therefore the most probable root cause for this event is operational context.

Event description:
It was reported to boston scientific corporation that a flexiva 200 tractip laser fiber was used during a ureteroscopy procedure performed. According to the complainant, during the procedure the fiber broke inside the ureteroscope. The procedure was completed with another fiber. There were no patient injuries reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.

Manufacturer narrative:
(B)(4). Mfg site name coherent, inc. The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Event description:
It was reported to boston scientific corporation that a flexiva 200 tractip laser fiber was used during a ureteroscopy procedure performed. According to the complainant, during the procedure the fiber broke inside the ureteroscope. The procedure was completed with another fiber. There were no patient injuries reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.